Event description:
It was reported that a wearable failure occurred. On (B)(6) 2026, the patient reported that their dexcom g7 sensor ¿wasn¿t connected¿ and the patient ended up going to the hospital. Since the patient¿s cgm device disconnected from the patient¿s ilet insulin pump, the patient¿s pump dosing ¿stopped a couple of hours later¿. Per the reported, it was confirmed per review of the patient¿s engineering logs that the patient¿s g7 sensor had failed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a wearable failure occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient called into betabioinics stating that their dexcom g7 sensor ¿wasn¿t connected¿ and the patient ended up going to the hospital. Since the patient¿s cgm device disconnected from the patient¿s ilet insulin pump, the patient¿s pump dosing ¿stopped a couple of hours later¿. It was confirmed per review of the patient¿s engineering logs that the patient¿s g7 sensor had failed. The patient was experiencing hyperglycemia (highest bg level reaching 601 mg/dl), sleepiness/drowsiness, somnolence, and vomiting. The patient went to the emergency room (ER), where the patient was diagnosed with dka and treated with IV fluids. The patient was discharged home later the same day (on (B)(6) 2026). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.